Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient had an increased in body temperature and was identified to have a left lower lobe infiltrate and an urinary tract infection. The patient was placed on antibiotic tazocin 4.5 mg (3x1) intravenously. On (B)(6) 2018 the patient was discharged from the hospital.